Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Product received on: 29jan2019. Investigation ¿ evaluation. A review of the complaint history, device history record, and device documentation, as well as a visual inspection, dimensional verification, and functional test, were conducted during the investigation. The complainant returned one 8.5fr mac-loc catheter in a used condition with a metal stiffener fully inserted. An additional metal stiffener/stylet combo was returned in a protective sheath, as well a single stylet in a protective sheath. The device was returned with the mac-loc in the unlocked position. The visual inspection found the catheter returned in a used condition with the metal stiffener fully inserted. No damage to the complaint catheter was noted. The inserted metal stiffener appeared bent and damaged, likely during the initial attempted removal by the physician. The metal stiffener was able to be fully reinserted with ease and re-removed with relative ease .during bench testing of the returned complaint device, resistance was encountered when attempting to remove the metal stiffener and the catheter began to accordion. The stiffener was able to be removed after tugging on the catheter tip and was found to be damaged. The stiffener could then be inserted and removed with ease. All relevant measurements were found to be within specifications. Additionally, a document based investigation evaluation was performed. Sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record for this lot found no relevant non-conformances. It should be noted there were no other reported complaints for this lot number. Cook has concluded that there is no evidence that non-conforming product exists in house or in the field. The instructions for use(IFU) supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. Based on the information provided, no returned product and the results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was used during a co-axial approach drainage procedure (percutaneous nephrostomy). After reaching the target area, the drainage catheter was not dislodged from the inside trocar stylet. Withdrawal was attempted 3 times to no avail. As a result, the catheter was removed and another of the same type and manufacturer was used to complete the procedure. As reported, the patient did not experience any adverse effects due to this occurrence.